Event description:
It was reported the patient returned for fluorouracil pump removal and there was no medicine left in the bag. Facility reviewed the mixing protocol and volume placed, both were accurate. According to the pump setting there should have been 12.8ml remaining between the med bag and the tubing. Thinking the infusion calculation is off. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Device is being investigated by infusystem at this time.